Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. The customer reported that there was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the unit received inoperable due to the reported symptom "error 105" caused by a failed io pcb. The io pcb has been replaced.